Event description:
On 03/02/1999 following a diagnostic procedure an angio-seal device was placed in a patient's left groin. The deployment was without incident and the patient was discharged in satisfactory condition. On 03/13/1999 the patient presented with a complaint of swelling and pain to her left inner thigh. On 03/16/1999 the patient was admitted to the hospital with severely swollen and brused left thigh. An ultrasound revealed deep venous thrombosis in the femoral view. The patient was administered heparin (dosage unknown) for 12 hours and then discharged with coumadin (dosage unknown) on 03/18/1999. As of 04/14/1999 there has been no further report to the manufacture of complication or additonal patient sequelae.